Event description:
An ipp device was implanted on 1/17/91. A revision surgery was performed on 2/5/91-repositioned reservoir. The entire devie was removed from the pt on 7/10/97 due to fluid loss. An ambicor device was implanted.